Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure (camera doesn't work/endoscopic image cannot be displayed) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged cable unit. Based on the results of the investigation, it is likely the following led to the malfunction: the endoscopic image cannot be displayed was due to the damaged cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device endoscopic camera does not work (no image). The issue was found during preparation/prior to sedation of an unknown procedure. There were no reports of patient harm.